Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report ¿should and area around device¿ was hurting and was going on for few months. The patient also reported, ¿outside lead did affect other organs, most likely stomach and I had a lot of stomach problems." The patient said, "I wake up in the morning and feel an electric kind of sensation in chest". Patient wanted to know if device is malfunctioning and felt like the patient was getting paced every time the patient went to bed. Follow up confirmed the patient was seen in the clinic following the call. The nurse said the patient had a lot of magnets around the patient¿s bed which caused the patient¿s symptoms. The patient removed the magnets and felt better after. The device remains in use. No further patient complications have been reported as a result of this event.